Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged resulting in pump having difficulty being charged. The customer continued to use pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.